Manufacturer narrative:
Intuitive surgical, inc. (Isi) received fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.21mm offset at the tips. The grips were not found to have cracking damage. The instrument was also found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument's jaw was not closing. The procedure was completed with no reported injury.